Event description:
The service report shows that while performing preventive maintenance on the unit, the nellcor puritan-bennett customer support engineer (npb cse) found the audio alarm was not functioning. On a return visit he realized that the wiring to the power switch was not secure. The cse then inspected the device and repaired the wiring connection to the switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.